Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was observed to be jumping around while not connected to a power source. Review of the pump data by tandem technical support showed the battery depleted 15% within 2 hours. The customer's blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.